Event description:
It was reported that a device manufacturer representative got a call from a health care provider (hcp) stating the patient¿s pump was alarming. The hcp was going to bring the patient in to have the pump status checked; telemetry had not yet been performed. It was noted the patient¿s low reservoir alarm date had been listed as (B)(6) 2014 and the eri (elective replacement indicator) as of (B)(6) 2014 was 8 months. Patient symptoms consisted of increased spasticity. When the patient came into the hcp¿s office, a critical alarm was found to be occurring due to a motor stall. As a result, the patient was to have a pump replacement on either (B)(6) 2014. The patient¿s status at the time of this report was listed as ¿alive - no injury¿. The device system was used to deliver baclofen. Further information including when the pump replacement occurred, if the stall recovered, the cause of the stall and the patient¿s outcome were not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11419r01, implanted: (B)(6) 2003, product type: catheter. (B)(4).